Manufacturer narrative:
The device was not returned for evaluation, as the device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry (ipr). This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device. It was reported via the implant patient registry that this valve model 3300tfx27mm implanted in the aortic position was explanted from a 63-years-old patient after an implant duration of four (4) years and three (3) months for unknown reason. A 25mm edwards aortic valve conduit was implanted in replacement.

Manufacturer narrative:
H10 additional manufacturer narrative: based on the information available, a definitive root cause cannot be conclusively determined. The device history record (DHR) review showed that this device passed all manufacturing inspections prior to release. No non-conformances were identified that could be related with the reported event. Despite due diligence attempts to receive further information about the event and the device location, no additional information and/or sample for evaluation has been received.